Event description:
This case was reported by a consumer and described the occurrence of bezoar in a (B)(6)female pt who received double salt dental adhesive cream (super poligrip extra care (zinc free formula) for dentures. A physician or other health care professional has not verified this report. The pt's past medical history included cholecystectomy, clostridium difficile infection, colostomy, colostomy reversal, dental crown, diverticulitis, intestinal gas, (B)(6). On an unk date, the pt started double salt dental adhesive cream. At an unk time after starting double salt dental adhesive cream, the pt experienced bezoar. The pt was hospitalised. Treatment with double salt dental adhesive cream was continued. At the time of reporting, the event was unresolved. Consumer is reporting the experience of gastric bezoars when using super poligrip extra care w/poliseal. Consumer reported that her teeth all rotted under her caps and she got dentures in either 2006 or 2007. Consumer reported that her doctor has no idea why she has gastric bezoars but she isn't sure if may be it's from having her gall bladder removed or if it could be from the super poligrip extra care with poliseal (zinc free formula) that she has been using for the past 4 or 5 years. Consumer reported that prior to super poligrip, she used fixodent. Consumer recently found out that she has had gastric bezoars since (B)(6) 2005 but she was never informed from her doctor that she had gastric bezoars until (B)(6), 2011. Consumer reported that before her colostomy was reversed, she had an upper endoscopy in (B)(6), 2005 and that is when the gastric bezoars showed up but they never told her. Consumer found out about the gastric bezoars last (B)(6), 2011 because she had another endoscopy and she was then diagnosed with gastric bezoars and gastritis. Consumer reported that the food has been sticking in her stomach and she doesn't know if the super poligrip extra care with poliseal (zinc free formula) is contributing to it since she uses it every day. Consumer reported on (B)(6), 2012, she went to (B)(6) hospital in (B)(6) and she had an upper endoscopy. They injected botox in her stomach and sucked and scrapped the bezoars out of her stomach. Consumer described the gastric bezoars as her food does not digest but it goes up into her stomach with hair and she has clumps of undigested food. On (B)(6), 2012, consumer went to the emergency room of (B)(6) medical center because she had another bloody bowel movement and she was admitted. On (B)(6), 2012, consumer had a colonoscopy to find out the source of the bloody bowel movements and they couldn't locate a source and reported that may be she had a hemorrhoid. On (B)(6), 2012, consumer had another upper endoscopy and again they saw more gastric bezoars. Consumer was released from the hospital on (B)(6), 2012 and sent home on a liquid diet. She is to have no solid food for a week and then she is to slowly introduce solid foods over the next week.

Manufacturer narrative:
Super poligrip is mfg in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).